Manufacturer narrative:
This lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the explant of the right ventricular lead due to a perforation this right atrial (ra) lead got dislodged and thus was also explanted. The lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in two segments. The lead was severed 13 cm from the terminal end, while x-ray showed no conductor fractures. Laboratory analysis did not confirm the alleged dislodgment, although visual inspection showed a slight twist and scar in the outer insulation, this damage was not deemed sufficient to confirm a dislodgment. An x-ray showed a crimp sleeve was intact and a stretched out inner coil near the tip end, the damage likely occurred at explant.

Event description:
It was reported that during the explant of the right ventricular lead due to a perforation this right atrial (ra) lead got dislodged and thus was also explanted. The lead was be returned. No additional adverse patient effects were reported.